Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace (ha) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have one blade broken near the midpoint. A piece approximately 0.087" x 0.441" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace (ha) instrument was broken and fell inside the patient's anatomy. The fragment was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage identified. The fragment fell when the surgeon was grasping the issue. The instrument did not collide with any other instrument or tool during the procedure. The fragment was retrieved using laparoscopic instrument. The surgeon confirmed that no fragment remained in the patient's anatomy by reassembling the fragment and the instrument together without any missing piece. No additional surgical procedure was required to remove the fragment and no post-operate test was performed. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.